Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/26/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with (B)(6) bluetooth device: passed. Transmitter functional tester: passed. Share log review: and no data was found. Performed pairing test with (B)(6) bluetooth device: passed. Bin file analysis: unable to determine the transmitter start date. The customer complaint confirmation was undetermined because there was not enough data to determine the transmitter's use dates. The reported event of a loss of connection was undetermined. The root cause could not be determined.